Event description:
Alarm sounded on machine, temperature dial appeared broken (kept spinning). New machine obtained and switched out, no change in patient condition or vital signs. Broken machine sent to biomed for evaluation. Biomed determined dial was in fact not working as intended and it was replaced, machine tested, passed and returned to service.